Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the an occlusion alarm occurred. Additionally, it was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 150 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Customer's blood glucose was 230-300 mg/dl.